Event description:
The patient was undergoing a laryngectomy and bilateral selective neck dissection. While using the gia stapler, a pop was heard while activating the stapler and a part fell out. Complete cutting and stapling was not achieved and several arterial bleeders had to be tied off with sutures to stop the bleeding. The patient was not harmed.what was the original intended procedure?completion of surgery with staplerdevice #1is this a laboratory device or laboratory test?no